Event description:
It was reported that the bd perisafe¿ tuohy epidural needle catheter tip was found fractured and damaged while placing it. The following information was provided by the initial reporter, translated from spanish: "during the catheter placement procedure, it is evident that the tip of the epidural catheter was fractured and damaged, it is immediately removed".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 16-jan-2023. H6: investigation summary: our quality engineer inspected the 1 sample and 2 photos submitted for evaluation. The reported issue of catheter broke / separated before placement was confirmed upon inspection of the samples. Review of the samples showed that there was a small fracture near the catheter tip. An investigation into the root cause of the defect could not be performed since the product is manufactured and provided from a third-party supplier. The bd manufacturing location associated with this device serves as the packaging location for the final good. A notification of awareness was sent to the third-party supplier. Production records were reviewed, and this batch was in compliance with our product specification requirements.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd perisafe¿ tuohy epidural needle catheter tip was found fractured and damaged while placing it. The following information was provided by the initial reporter, translated from spanish: "during the catheter placement procedure, it is evident that the tip of the epidural catheter was fractured and damaged, it is immediately removed."